Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) malfunctioned three weeks ago at work and their heart rate went to 40 beats per minute (bpm). The patient felt tired and fatigued and went to the emergency room (ER). The patient was told by the clinic that the ICD was sending different signals and showed the patient was tachycardic, not a low heart rate. At the clinic, they did something, and the ICD was pacing at 70-80 bpm afterwards. The patient asked if the high-magnetic field machinery at work caused their ICD to malfunction. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.